Event description:
The physician was attempting to implant a 2.75 mm diameter x 18 mm length endeavor sprint rapid exchange (rx) drug-eluting stent to treat a tight and diffuse lesion in the lad that was reported to exhibited severe calcification. The lesion was pre-dilated using a 1.5 mm balloon. The stent could not cross the target lesion and was removed. No clinical sequelae were reported. The device was returned to the manufacturing facility and stent struts were observed to be damaged. Evaluation summary: the stent was positioned between the marker bands as per specifications. The 7th proximal and 1st distal stent segments were raised and deformed. The distal tip was stubbed.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (stent damage, failure to deliver the stent), patient's condition affected effectiveness of device (tight and diffuse lesion with severe calcification). Evaluation, conclusions: device failure/lack of effectiveness related to patient condition (tight and diffuse lesion with severe calcification). (B)(4).